Event description:
There have been reported incidents of users being injured by the double sided disposable razor because it was not clear how to properly remove the protective cap. Nursing education created a poster with information on how to correctly remove the cap from the double sided disposable razor.